Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a nurse called from outside the operating room (or) to report the issue with the universal surgical manipulator (usm) arm 3. Prior to calling technical support, the team attempted to resolve the issue by restarting the system and disabling the usm arm 3. The surgeon then elected to convert to laparoscopic surgery as he needed all 4 usm arms. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system event logs and identified errors 23210 and 32096, indicating a proximal axes controller setup (acu)/ set up joint (suj) issue on the usm arm 3. The tse advised the nurse to reposition the arm and perform a hard power cycle and an emergency power off (epo), but there was no time for troubleshooting during the ongoing procedure. Later, the clinical sales representative (csr) followed up on the issue and was briefed by the tse on the situation. The nurse indicated that she performed a shutdown, epo, and restart of the system, but the problem with the usm arm 3 persisted. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conversion did not result in an increase in port size incision or the addition of additional ports. The patient tolerated the change well, and there was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the inner proximal set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The inner proximal set up joint (suj) was analyzed and found system logs showed error 23210 indicating a high-side switch failure in the proximal suj acu, along with timeout (23202) and half-bridge driver (32099) errors. Visual inspection found no related issues. Testing on both a golden system and patient side cart fixture test platform replicated the errors, and installing a golden acu board resolved them. The complaint was confirmed based on failure analysis. The probable root cause in this case is attributed to the axes controller setup printed circuit assembly in the suj. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.